Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found inside the channel. Although the specific material could not be conclusively identified, it is most likely simethicone. Therefore it is also likely that the foreign material remained in the device due to a deviation from the instructions for use as nothing other than sterile water should be used for air/water feeding. It was further noted that there was no damage to the area where the foreign material remained. The following information from the instructions for use (IFU) pertains to this event: gif/cf/pcf-290 series operation manual includes the detection way in chapter 3 preparation and inspection. Gif/cf/pcf-290 series operation manual includes the preventive measures in 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
Company representative on behalf of the customer, reported to olympus the evis lucera elite gastrointestinal videoscope exhibited an image blackout with no error codes. This issue was observed during preparation for an unspecified procedure, which was completed with a similar device, with no delay noted. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, it was observed that there was white foreign material in the air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the device evaluation, the device failed the leak test. Also, white crystallized contamination believed to be a simethicone type product was evident within the air and water channels. This can be attributed to insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.